Event description:
Customer alleged the switch would start engaging by itself when the customer was not pressing any of the buttons = #(B)(4) egg/rest switch. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m91, serial number/date code and age of product are unknown at this time. The owner's manual part number 1141450 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer was sitting at her work table when the m91 power chair started to engage by itself, without the consumer pressing any buttons. The consumer was allegedly pushed forward causing the power chair to tip the table over. The consumer has had the m91 power chair for approximately 4 years. The consumer suffered bruising to her knees, no medical intervention sought. The dealer stated that a new "egg switch" had been ordered and received. The power chair was to be repaired on (B)(4) 2012. The original switch is not being returned to invacare for an inspection and evaluation as it has already been destroyed.